Event description:
It was reported that during the implant procedure, there was difficulty placing the right atrial (ra) lead. The lead was oversensing the r waves and undersensing the p waves. The physician felt that there was tissue build-up on the lead tip so the lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.